Event description:
Pt undergoing robotic minimally invasive direct coronary artery bypass grafting x 1 with left internal mammary artery to left anterior descending; along with intraoperative transesophageal echocardiography. All the chest incisions were closed with vicryl and dressed with dermabond. A 2.5 cm area of inadvertent burn from the bovie was identified in the left thigh approximately midway from the groin to the knee on the medial aspect. This was excised and closed primarily with vicryl. This was dressed with dermabond. Surgeon felt the bovie burn was the result of inadvertently laying the device on the thigh, rather than anything wrong with the bovie itself.